Event description:
This complaint is now reportable based on the analysis completed in 2008. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. The physician attempted to implant a taxus express2 2.75x8mm drug eluting stent into an unk vessel; however, the stent delivery system was unable to cross the lesion. The procedure was completed with another taxus express2 drug eluting stent. Patient status after procedure is good. However, the returned product revealed that there was stent damage.

Manufacturer narrative:
A visual and microscopic examination found that the distal edge of the stent was damaged and the hypotube had kinked approximately 21.6cm distal from the catheters strain relief. The hypotube damage is consistent with excessive force being applied to the delivery system. The struts on stent rows 1 and 2 from the distal edge were slightly raised. A recommended sized product mandrel (0.015 inch) was inserted through the lumen with no restrictions noted. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing records have been reviewed and no issue or discrepancies were found. The most probable root cause for this event is operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure which contributed to the reported event.